Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 55 mg/dl. Initially blood glucose level was 40 mg/dl, dipped below 40 mg/dl, had juice box and raisins and blood glucose level reached 55 mg/dl, gave insulin four different times and customer still had blood glucose around 50 mg/dl . The customer did not mention any symptoms of their blood glucose levels. The product was not returned for analysis.